Event description:
It was reported that the patient had a return of symptoms, including increased spasticity. It was unknown when this symptom began. A catheter leak was suspected, so both the proximal and distal sections of the catheter were replaced. The existing catheters were aspirated of all drug. A prime of 0.205ml was programmed for the new catheter length. The device system was used to deliver baclofen. It was later reported that the leak was at the pump connector site. At the revision, a pump segment revision kit was used. As of (B)(6) 2013, the patient seemed to be doing well.

Manufacturer narrative:
Concomitant products: product ID 8709, serial # (B)(4), implanted: (B)(6) 2008, product type catheter; product ID 8709, serial # (B)(4), implanted: (B)(6) 2008, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that the catheter &#50384;lit&#55297;nd the patient had to have a revision done. Once the catheter was revised, the patient had good therapeutic relief.